Event description:
Boston scientific received information that during an attempted implant, the physician reported difficulty advancing this lead. Additionally, it was noted on implant imaging that the helix was slightly extended during the attempted placement; vessel dissection then exhibited and prohibited further placement attempts. The lead was removed and returned for analysis. No further intervention was required and another lead was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with dried blood and or body fluid, noted in and around the helix housing. Deformed conductor coils along with markings on the lead's insulation were exhibited and most likely incurred during the attempted implant. The helix was received, retracted. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity concluded that the lead was electrically continuous. The reported clinical observations could not be confirmed through the analysis process. Engineers stated the manufacturing of this lead helix is slightly extended beyond the housing mechanism when retracted, so as to assist with lead mapping during placement attempts.